Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy fluid. The cause of and treatment for the event were not reported. On the same day as the event onset, the patient was hospitalized for the event and pd therapy was discontinued. At the time of this report, the patient outcome was unknown. No additional information is available.